Manufacturer narrative:
We have checked the sample retention, production batch records, and turnover boxes, and found no abnormalities. Upon inspection, we found that some employees had weak quality awareness and did not fully cover their hair when wearing clean clothing, resulting in hair adhering to the product. Subsequently, we set up light inspections on the outer packaging and provided training on the "hygiene management system for clean workshop personnel" for all packaging process employees.

Event description:
A hair was found in a sterile use safety needle package. Product description: size 21g x 1 1/2".